Event description:
The manufacturer's representative reported the pt had complaints of numbness and leg pain post pump implant. An MRI and a cat scan were done. The pt is reported to have fallen. They had numbness and broke some bones in their leg. Both the pump and the catheter were explanted. The pt has developed "rsd". A follow up report will be sent when additional information is received.